Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed due to a binder damage. In addition, dust was found inside the device and turret failure to rotate were observed. All shown defects were caused by normal wear and tear or customer's handling. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera ii xenon light source lamp is not functioning. In addition, the cooling ventilator does not work. The event occurred during a preparation for use and a similar device was used to complete the operation. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to a failure of the lamp and binder damage. The lamp light reds and does not work was not able to be confirmed during evaluation, the definitive root cause of the reported issues could not be determined. Olympus will continue to monitor field performance for this device.